Event description:
When the physician ballooned the distal piece at the overlap of the 2 pieces, he stated that he saw was he described as the stent popping open. Shot a final angiogram and what appeared to be a type 2 endoleak. Patient came back for follow up CT and the physician felt there was a possible tear in the graft material.

Manufacturer narrative:
The device was not returned for evaluation. Requests were made for additional information, as well as any medical imaging, however none were provided. Work order (B)(4) was reviewed and appears complete and correct. There are a number of processes and checks in place to ensure that loose/damaged graft material/sutures/knots are identified prior to shipment. There are a number of processes and checks in place to ensure that the device is manufactured to the correct dimensions. The device IFU states: "potential adverse events that may occur and/or require intervention include, but are not limited to: endoleak" from the information received in this complaint, it is difficult to determine a definitive root cause to explain the difficulties experienced by the patient. It is possible that one or more of the following factors may have contributed to this complaint: over-ballooning of overlap between zfen-p and zfen-d devices. Procedural factors.

Event description:
When the physician ballooned the distal piece at the overlap of the 2 pieces, he stated that he saw was he described as the stent popping open. Shot a final angiogram and what appeared to be a type 2 endoleak. Patient came back for follow up CT and the physician felt there was a possible tear in the graft material.